Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was most likely patient related due to tortuosity vessel condition.

Event description:
Clinical review/rationale: an impella 5.5 was being placed via the direct surgical access for the 75 year old male patient. The patient was in the operating suite for a bypass/CABG and was found to be unable to come off the bypass despite trying to wean two times. The 5.5 was to be placed despite knowledge and discussion of native anatomic issues that would make the access difficult. Wire exchanges and all measures/techniques and suggestions were taken, however the pump failed to deliver to the left ventricle. The team observed increasing bleeding at the graft site and the placement of the 5.5 was aborted. Anticoagulation necessary for the pump placement and support can contribute to bleeding. If there was any treatment for the bleeding was not shared, nor was the patient's post surgical outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.